Event description:
It was reported that the patient presented at the clinic for the first time since implant in 2006, and that the device could not be interrogated. There was no output. The device was subsequently removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient presented at the clinic for the first time since implant in 2006, and that the device could not be interrogated. There was no output. The device was subsequently removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.